Manufacturer narrative:
Product investigation summary: the device was returned with signs of wear and tear on the entire surface. The threaded tip is completely broken. The broken tip was not sent back for investigation. Due to the damage, and the missing portion, the complaint relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. The device was produced in june, 2010 in a lot quantity of (B)(4) pieces. The visible traces of mechanical damage were evaluated. The review of the manufacturing documents has shown that the correct material (B)(4) was used and that the hardness was of 607 hv10 was within the specifications of 600 +/-20 hv10. The microscopic view of the broken surface appears to be homogenous, which indicates material conformity. Based on the manufacturing results, the received complaint description, and in the absence of all involved parts, the exact root cause cannot be determined. Also, there was no information provided regarding how or when the extraction screw broke. It is likely that too much lateral force was applied during the procedure, which finally led to the breakage. The cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. The event reported occurred on (B)(6) 2015. Device is an instrument and is not implanted or explanted. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the u.s. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 16, 2010. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an extraction screw broke on (B)(6) 2015. The breakage reportedly occurred at the device's extremity. No additional information is available. This report is 1 of 1 for (B)(4).